Event description:
It was reported the gastrointestinal videoscope had foreign material exiting from the channel tube. The issue occurred during reprocessing. There was no delay to a procedure reported. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the foreign material identified was a cleaning brush and forceps that were residing in the biopsy channel. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the IFU. Therefore, the cause of the material remaining in the device could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.